Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented for a follow-up in clinic. Upon interrogation, it was noted that the pacemaker exhibited incorrect measurement. No intervention was performed. The patient experienced no consequences and will be continue to be monitored.

Manufacturer narrative:
Correction: h6 - type of investigation, investigation findings, and investigation conclusions should be 4114 - device not returned, 3221 - no findings available, and 4315 - cause not established, respectively.